Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It has been reported that the patient's distal femur needs revising after 20 years in situ, due to loosening.

Manufacturer narrative:
Corrected data: it was discovered that the selection for b2 was inadvertently missed during the submission of the initial report. B2 has been updated with the appropriate information.

Event description:
It has been reported that the patient's distal femur needs revising after 20 years in situ, due to loosening.